Manufacturer narrative:
This report is for an unknown number of unknown clamps - unknown lot. Additional procode hbw. Complainant part has not been returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there were reports of breakage of the implant during implantation from a survey by the clinical team filled out by one surgeon who had used the rapidsorb cranial clamp. The actual number of cases that these malfunctions have occurred in is unknown. This is because based on the survey design, the percentages of malfunctions and adverse events are as per the surgeon's perception and may not be an actual calculated number. The surgeon has been involved in at least twenty-one (21) surgeries of children with the rapidsorb cranial clamp. This complaint involves one (1) device. This report is for an unknown number of clamps. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: received date was left blank in (B)(4) in error. The date should have been feb 09, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.